Manufacturer narrative:
A device inspection was unable to be performed due to the device not being available for evaluation. The device was not returned.

Event description:
It was reported that while removing the patient from the ambulance, the cot missed the safety hook and tipped to the left side dropping to the ground causing the patient to fracture their left humerus.

Event description:
It was reported that while removing the patient from the ambulance, the cot missed the safety hook and tipped to the left side dropping to the ground causing the patient to fracture their left humerus.